Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the lead that is implanted in the left bundle branch exhibited far p wave oversensing and noise reversion episodes. Programming changes were made. There were no patient consequences.